Event description:
It was reported that the compressor did not deliver any pressure. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The compressor was investigated onsite by our field service technician (fse), during the investigation it was concluded that the 90 degree exhaust compression had broken off and was causing the low pressure. The reported compressor was delivered to the customer in january 2007, 14 years ago, and had over sixty thousand operating hours, due to this fact, the customer decided not to repair the compressor. This type of failure will be detected during the startup procedures, if the failure would occur during operation, the compressor unit will generate alarm for low pressure. The connected ventilator will switch to 100% oxygen supply and generate alarms for low air gas supply and high oxygen concentration. If no oxygen gas is connected to the ventilator, the event could in worst-case lead to stop of ventilation.